Event description:
Customer reported that usb port sometimes needed to be reconnected to start charging. There was no adverse impact to the customer's blood glucose level. Customer did not require additional troubleshooting, and no further action was taken by technical support.